Manufacturer narrative:
Unit received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform self test and displacement test due to e15 alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had external flash crc error. Insulin pump would reset all settings and automatically rewinds the pump. Unable to view history because pump error cleared it. Customer reports they were able to clear the alarm(s). Customer able to complete rewind. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.